Event description:
The customer reported the following via user facility medwatch report (B)(4): "event description: during a femoral vein harvesting procedure, the endoscopic c-ring and interconnected plastic piece that slide in and out of the harvesting sys shaft, became separated from the scope within the pt. The inability to grasp and extract this long piece endoscopically resulted in the need to create a larger incision for its removal. MFR response for endoscopic vessel harvesting sys, vasoview hemopro (per site reporter). The MFR intends to investigate and is sending the hosp shipping materials to facilitate the return of the device. What was the original intended procedure? Femoral vein harvest." The customer advised maquet of this event on (B)(6) 2012. At that time, the customer stated that the pa was presented with a physically challenging leg, and while twisting and turning the device, he inadvertently cauterized the c-ring, leading to it breaking in half.

Manufacturer narrative:
The device has not yet been returned to maquet cardiac surgery for eval. We are following up with the customer for the return of the device. A supplemental report will be submitted with our investigation results. Shipping materials have been sent to the account. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. (B)(4).